Event description:
The rep reported they only identified the impedance problems but was not present at the replacement case, so does not have additional information on actions taken. The rep did provide impedance measurements for the patient's thoracic system and for their cervical system. Thoracic system indicated possible open/avoid on electrodes 7 (10410 ohms) and 8 (16490 ohms). Cervical system showed possible open/avoid on electrode 0 (25970 ohms), 8 (29760 ohms), and 9 (23320 ohms). Electrode 1 showed do not use (40,000 ohms). The rep was contacted and confirmed impedance reading images are for 2 separate ins systems, thoracic and cervical systems, with separate leads connected to each. Unknown what leads correspond to what ins. It was reported there were impedances on both sides. The rep reported they thought the hcp was going to replace the thoracic system leads, but the hcp chose to change out the cervical ins instead. Hcp elected to replace the battery and not leads and work around any issues if impedances recurred (no indication of new impedance issue). The rep noted the patient had some falls. The rep indicated the system with the worse impedances was the one that was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.